Manufacturer narrative:
The device was received by anspach. If additional info is received, a supplemental report will be sent.

Event description:
The report received from the USA stating that the device "overheated several times". The device was being used during knee surgery. There was no reported pt or user injuries. The date of the event is unk. There was no additional info provided.